Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Excessive artifact was allegedly observed while attempting to monitor the pt using disposable defibrillation/ECG electrodes. The pt's chest was described as 'very hairy.' Standard external paddles were next used. Again, excessive artifact was allegedly observed. Ventricular fibrillation was diagnosed. One countershock was administered. The operator attempted to administer a second countershock, but the device allegedly failed to discharge. A backup defibrillator was made available and used with no other problems reported. The pt's outcome was not reported.